Manufacturer narrative:
The reported event for icy catheter (lot no 81264) was confirmed. A pinhole leak was observed at the distal end of proximal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of proximal balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the icy catheter with lot no 81264.

Event description:
As reported, the user noticed balloon pin hole on the icy catheter (lot no 81264). The catheter was used to treat a patient who needed ivtm therapy for hypothermia. Catheter insertion was smooth on patients left femoral vein and was done in a single attempt. The dwell time of the catheter was about 2 minutes. The patient's temperature at the start of the ivtm therapy was 36.8°c, target temperature was 33 °c on max rate and the balloon pin hole was noticed at 36.8°c. No other temperature management procedures were performed. No known impact or consequence to the patient.